Event description:
It was reported that increase in rv pacing lead impedance was observed since lead implant. There was also drop in rv sensing. Device migration was noted on chest x-ray. It was noted that the suture sleeve was broken and rv lead was pulled back with no slack. The asymptomatic patient was scheduled for surgery. When the pocket was opened, twiddler¿s syndrome was confirmed as the rv lead found to be twisted which was suspected to have contributed to the electrical issues. Device was rightly placed in the pocket with stay stitch. Patient¿s condition was stable.